Manufacturer narrative:
Block b3: exact date unknown, event occurred in six months prior the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7119431, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 30626344, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 24524513, UDI: (B)(4).

Event description:
It was reported that the patient had high impedances on the spinal cord stimulator (scs) leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.